Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the dirt deposit could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established for the dirt or the chipped adhesive. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited chipped adhesive around the and dirt deposit on the connecting tube. There was no patient involvement.